Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported that device diagnostics resulted in high impedance (limit, dc dc code - 7). It was reported that diagnostics were performed several times, but still had the same event. It was reported that there was not problem interrogating the device. X-rays were taken and sent to manufacturer for review. X-rays did not identify any obvious discontinuities within the lead portions that were visible. It was reported that the patient's seizure frequency had increased and that the patient did not have a fall or trauma recently. It was reported that the device diagnostics will be rerun and if high impedance is observed again the device will be programmed off. It was noted that the seizures were noted to have increased in (B)(6) 2014 and that this is not considered normal. The patient was seen again and high impedance was observed again; however, the device was not programmed off at the patient's parents request. There were no changes in medications or device settings prior to the increase in seizures. It was reported that the neurologist believes that the increase in seizures is due to the high impedance. No surgical intervention has been performed to date.

Event description:
An implant card was received indicating that the vns patient underwent lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Manufacturer narrative:
Age at time of event or date of birth; corrected data: additional information indicates that the patient¿s date of birth is (B)(6).